Event description:
It was reported that on (B)(6) 2025, 27 mm epic valve was implanted. The doctor found out the lobe had difficulties with opening and closing, so the device was removed and replaced with a epic supra to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
The returned device analysis did not confirm the reported incomplete coaptation. The valve was sent for functional testing at the engineering test lab. During this test, which ensures proper leaflet coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 2.9% and effective orifice area of 1.90, which met specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the available information, a cause for the reported incomplete coaptation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, 27mm epic valve was implanted. The doctor found out the lobe had difficulties with opening and closing, so the device was removed and replaced with a epic supra to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.